Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was "no functioning" which was assumed to refer to loss of capture, undersensing, oversensing and out of range (oor) impedance. The lead was capped and replaced. As well, the patient's right ventricular (rv) lead had high thresholds, and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.